Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic post maze artery procedure with high right atrial (ra) lead thresholds. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.